Event description:
It was reported that during a low anterior resection procedure after the surgeon fired the third firing the device would not open. He had fired with deliberate strokes very quickly. They pushed the red button and fired again and the device still would not open. They had fired on extraneous mesentery and that was the tissue in the jaws at the time it would not open. The surgeon felt safe to pull it off of the tissue. There were malformed staples at the proximal end of the stapler when removed. There was no bleeding after removing the device; they went to the next stage of the procedure with a circular and completed. There was no patient consequence; the extension time was fifteen minutes.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: on what tissue type was the device used? Bowel at what location on the tissue? Above the rectal stump. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 3rd. If echelon, during which stroke did the event occur? Firing was completed. What color cartridge was being used? White. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that the device was returned in good visual condition and with one white cartridge reload loaded in the device. The cartridge reload was received fully fired and in good visual condition, without damage on the cartridge deck. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.